Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes had the patient line green caps that were loose and often fell off during preparation for peritoneal dialysis therapy. This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.